Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead integrity alert (lia) was triggered for the patient's right ventricular (rv) lead. The right ventricular (rv) lead had increased short interval counts (sic) with noise . The right ventricular (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.